Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a bad display. Functional testing confirmed the reported problem. The root cause of the reported issue was found to be a faulty printed circuit board (pcb). The pcb was replaced which contains the liquid crystal display (lcd) and preventative maintenance was performed. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that device has a bad lcd display. No patient injury was reported.